Manufacturer narrative:
The 28mm std lfit v40 head, cat# 6260-9-128, lot# 42718005 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This patient was revised on (B)(6) 2013. This patient presented to dr. H. With hip pain at her follow up visit. Dr. H. Made the decision to rerevise her. He removed the 58mm bipolar and the +0 28mm head from the current stem. He reamed the acetabulum to 57mm and implanted a zimmer tm augment. He then implanted a 58mm tritanium revision shell. He did use screws to help with fixation. After trialing the hip, dr h. Decided to use a mdm liner and head with a 28mm +4 v40 head. The restoration modular stem was not revised during the surgery.

Manufacturer narrative:
An event regarding dislocation involving a uh1 bipolar head was reported. The event was confirmed. Inspection of the returned device was unremarkable. The only noted damage was that the outer bipolar shell was partially separated from the inner poly component; correspondence with the reporting sales rep indicated this occured after the device was autoclaved by the hospital post-explantation. . Clinician review of the provided records concluded: "the root cause of failure in this case is procedure-related with regard to not repairing a large bone defect condition in the acetabular rim thereby causing an instability problem for the bipolar head. No further contribution of patient-related factors and as such the root cause of failure is not device-related." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The investigation determined the root cause of the dislocation to be related to procedural factors, specifically use of the bipolar head in an acetabulum which did not provide adequate support for the device. Material analysis and clinician review ruled out factors of material or manufacturing as contributing to this event.

Event description:
This patient was revised on (B)(6) 2013. This patient presented to dr. (B)(6) with hip pain at her follow up visit. Dr. (B)(6) made the decision to rerevise her. He removed the 58mm bipolar and the +0 28mm head from the current stem. He reamed the acetabulum to 57mm and implanted a zimmer tm augment. He then implanted a 58mm tritanium revision shell. He did use screws to help with fixation. After trialing the hip, dr h. Decided to use a mdm liner and head with a 28mm +4 v40 head. The restoration modular stem was not revised during the surgery.